Event description:
Patient underwent a bipolar arthroplasty of the left hip for a displaced subcapital fracture of the left femur on 4/26/89. Implanted components used were zimmer products. Two packages of howmedica cement was used. One gram of antibiotic (mandol) powder form was added to each batch of cement prior to its use. Three years later patient was found to have a worsening limp of the left leg. An x-ray revealed a losening of the femoral prosthesis. The patient underwent revision of the bipolar femoral prosthesis on 3/25/92. At the time of surgery the cement was found to be fragmented and loose. The surgeon felt this caused loosening of the prosthesis.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.